Manufacturer narrative:
Occlusion is labeled in the IFU. Device - difficulty in deployment is not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2010. The patient's anatomical form was not suitable for evar. The angle of proximal neck to the long axis of the aneurysm was more than 60 degrees. There is no other way to treat aaa because the patient received open surgery prior. After deployment of the main body contralateral limb, the physician removed the proximal trigger wire and attempted to advance top cap inner cannula to release suprarenal stent. Strong resistance was encountered and inner cannula was bent near pin vise. To manipulate the inner cannula, ipsilateral limb was deployed and gray positioner advanced. Before this, the contralateral limb was annulated and expanded with a pta balloon. Sales rep. Suggested to secure the main body with a balloon to prevent from migrating upward, but he advanced the gray positioner carefully without securing the main body. Then top cap was advanced and suprarenal stent deployed. The main body was migrated upward. Right renal artery was completely occluded and left renal artery was partly occluded. Stent placement to the renal arteries was considered, but the physician decided not to place it since proximal type I endoleak was observed and another manufacturer's stent mounted on a pta catheter needed to be placed. Type I endoleak was resolved after the stent placement. Emiction was not observed during the procedure, but it was confirmed after the procedure. On (B)(6) 2010, a shunt was created for dialysis. The patient's condition after the procedure was not provided.